Event description:
As stated by the customer (B)(6) 2012: door won't stay up. Found door strut came off tie rod end- resecured. Also, drain line leaking at elbow- resealed fitting..

Manufacturer narrative:
This report is being filed under exemption (B)(4) arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.